Manufacturer narrative:
Complaint (B)(4).no date of event could be obtained from the customer. No samples were received for evaluation. A review of quality, production, and maintenance documents revealed no deviations in relation to the reported error. The complaint cannot be determined.

Event description:
Customer states tubes are underfilling. Customer has confirmed that if a sbc is used a discard tube is drawn; that tube is held in place with thumb until tube is filled; and if a syringe is used a blood transfer device used to transfer the blood into the tube.